Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq software was turned on, however, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. Customer's blood glucose level was 162 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.